Event description:
The customer's blood glucose was unknown. It was reported that the customer received a no delivery alarm on the insulin pump. The customer later do a complete set change, but the alarm persisted. The customer confirmed that there was no resulting serious injury or hospitalization. The customer's call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.